Event description:
It was reported that this pacemaker device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Technical services (ts) reviewed and confirmed that the voltage alert was due to elevated battery impedance. Ts recommended that the patient may continue to be monitored. This device remains in service. No adverse patient effects were reported.